Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the desktop display was frozen. A technical support specialist (tss) reported that the customer experienced a frozen screen. Upon remote access, it was observed that the display was active and only required a screen tap. The customer called again, and guidance was provided on how to activate the screen from sleep mode. The issue was resolved. The system functioned as intended after the technical support specialist assisted the customer in resolving the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user stated that the screen appeared frozen. Upon remote access, the desktop was displayed, and functionality was restored after tapped the screen. However, there were no delays or adverse events or injuries reported based on this event.